Event description:
While in surgery, the black wheel on the amis leg positioner began to make a grinding noise and it was also difficult to lock into place. As the days progressed it became increasingly difficult to use the black wheel and the locking mechanism. By the third surgery, the pt's foot had to be held and rotated manually. Reference MFR report # 3005180920-2014-00024.